Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly as they remained inside of the loading device upon removal of the delivery device. The surgeon did not feel comfortable using the remaining three devices from the same lot number. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question. Refer to MFR report #s 2242352-2013-00541, 01327, 01328 and 01330.

Manufacturer narrative:
The device has been returned for evaluation. A supplemental report will be submitted upon completion. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).